Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).

Event description:
(B) (4) clinical study.it was reported that post a coronary artery stenting treatment procedure, the patient experienced restenosis. During the index procedure, the physician implanted an unknown size taxus express2 stent in the lesion but details are unknown.in (B) (6) 2009, restenosis was confirmed in the proximal right coronary artery (rca). The 90% stenosed target lesion located in the proximal rca was 10.0mm long with a reference vessel diameter of 3.00mm. A percutaneous coronary intervention (pci) was performed and the lesion was dilated with an unknown balloon catheter. Residual stenosis was 0%. A 9 month follow-up coronary angiogram (cag) of the mid rca was performed. Angiogram 1 revealed (target vessel diameter - 2.37mm, minimum lumen diameter - 1.57mm, stenosis - 34% with timi flow 3) ; angiogram 2 revealed (target vessel diameter - 2.28mm, minimum lumen diameter - 1.50mm, stenosis - 34% with timi flow 3). The event was successfully resolved and the patient condition noted as "improved." The patient was discharged on bayaspirin and plavix. Patient status was listed as "fine."there's a possibility that the index lesion was located in the mid rca as follow-up cag was performed. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, the 90% stenosed target lesion located in the mid right coronary artery was, 3.0mm in reference vessel diameter and 30mm long. Predilation was performed with the deployment of a 3.0mm taxus express2 stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow maintained throughout the procedure. The patient was discharged without complications 2 days later on bayaspirin and plavix.